Event description:
It was reported that the patients lead was not helping with the pain. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.